Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the guide wire separated inside a 45 cm sheath. The separated portion was trapped with a balloon inside the sheath and removed from the patient. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.